Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system right atrial (ra) channel exhibited high pacing thresholds as well as noisy signals attributed to electromagnetic interference (emi). Upon data review, technical services (ts) identified pacing inhibition of 3 seconds. In addition, ts confirmed a true atrial tachycardia event with undersensing of beats. The atrial arrythmia was self terminated. The health care professional (hcp) had performed reprogramming configurations to correct the thresholds, and ts recommended further reprogramming options to optimize sensitivity. This ra lead remains in service. No additional adverse patient effects were reported.